Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
AED continuing to beep following replacing pad-pak and power cycling the device. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 18th june 2012. Information from the history log showed the device had performed to specification from the date of installation on the 18th september 2012 up to the 17th november 2019 prior to failing 3 self-tests due to low battery, beginning on the 24th november 2019. The user would have been alerted with a ¿warning low battery, device service required¿ prompt alongside a flashing red status led and failure chirp, as per the reported fault. The returned device had been in service for over seven years by the time of low battery fail. A 1500mah has a shelf-life of 4 years. The investigation was unable to determine if or when the original pad-pak had been replaced, but the recorded voltages prior to the low battery fail, are consistent with a naturally depleting pad-pak. No pad-pak was returned with the device for investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
AED continuing to beep following replacing pad-pak and power cycling the device. There was no patient involved in this event.